Event description:
The square plastic tab used to close the plastic sleeve on a stack of cups was accidentally dropped into the top cup as the cups were being placed in the machine. Lactulose was packed and sealed with the tab inside. A nurse, administering meds caught the mistake before giving the med to the resident. MFR was notified and was very helpful and concerned. Facility's policy has been changed - all plastic tabs are removed immediately upon opening of box.